Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0pc4h, product type: lead; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that the lead had high impedances of greater than 4000 ohms. All electrodes were greater than 4000 ohms after the battery was attached to the lead. The lead was cleaned several times and then the lead was replaced. The lead would be returned. The actions required as a result of the event was that the lead was not implanted and a different product was used. The diagnostics or troubleshooting performed as impedance testing. The product issue was resolved and the cause of the issue was not determined. Once the health care provider (hcp) took the lead out of the patient because it was damaged, they had to start over with the case to put in a new lead. Once the hcp tunneled that lead and connected it to the battery the impedance was within normal range. The patient was good after the case and they were alive with no injury. There were no patient symptoms or complications associated with the event.

Event description:
Additional information received reported that the lead was returned. The manufacturer representative sent it on (B)(6) 2014.

Manufacturer narrative:
Analysis of the tined lead (B)(4) found no significant anomaly. The lead body conductor was crushed. (B)(4).